Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 487 mg/dl at the time of the incident. The customer treated with bolus from the pump. The customer stated that her reservoir fell out overnight. The customer had to tape the pieces together. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip and was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. The insulin pump was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked case at reservoir tube window corners and missing the reservoir tube o-ring.